Manufacturer narrative:
Carefusion file identifier: (B)(4). Should any additional information be received by the customer then an additional report will be submitted. (B)(4). The customer ordered a replacement user interface module (uim) and sent the core hardware to carefusion. The customer verified that the replacement uim has been installed and resolved the reported issue. The suspect component was received by carefusion's failure analysis laboratory and is currently pending evaluation. Upon completion of the investigation, a supplemental report will be submitted.

Event description:
The customer stated the screen on this avea ventilator does not respond to touch commands on startup. The customer stated that this unit was not on a patient.

Manufacturer narrative:
Device evaluation: results of investigation: the carefusion failure analysis lab (fa) evaluated the user interface module (uim) by performing touchscreen display calibration, voltage testing, power cycle startup, physical/visual inspection and control board thermal stress testing. The fa lab was not able to duplicate the reported event by the customer.